Manufacturer narrative:
Additional information: a5a, d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device knife blade was stuck on eschar buildup. The reported condition was confirmed. The investigation found the knife blade was stuck on eschar buildup, which prevented the jaw from opening. The knife trigger was pressed to release the knife blade from the eschar build up. The jaw was able to open and close properly once the knife blade was retracted to its home position. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, at first the device was able to be used without problems but the jaws suddenly became unable to open in the middle of the procedure. The product did not lock on tissue and was removed without damaging it. Another device was used to complete the procedure. There was no patient injury.